Event description:
It was reported that the pump usb port was "messed up" and the pump battery intermittently could not be charged properly without the customer having to "keep moving it." Reportedly, the pump battery was depleting quickly as well. Additionally, it was reported that the cartridge did not "click into place." Customer declined additional trouble shooting with tandem technical support; therefore, no additional information was known or reported. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.